Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having persistent pain in the left ankle. The patient underwent revision procedure wherein the ipg was replaced with an MRI compatible ipg, and was doing well postoperatively. The explanted ipg was discarded.